Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
Serf reported receiving results of a clinical study. During an intervention, the mp010 gripper handle broke.

Event description:
Update of the executive summary: during a procedure, the mp010 gripper handle reportedly broke. A metal object was found in the surgical incision.

Manufacturer narrative:
Correction of product code in section d2b. Correction of product common device name in section d2a. Addition of lot code in section d4. Product returned to manufacturer in section d9. Date of return of the product in section d9. Reported event : an event regarding crack/facture involving a mp010 minimally invasive gripper shaft was reported. The reported device is an serf product. Investigation conclusions: documentary investigation: production order: (B)(4). Final inspection date: 12/19/2018. No non-compliant products recorded. The manufacturer's estimated lifespan (see current instructions) is 81 uses, or a service life of 3 years. This device has therefore exceeded its estimated lifespan. Technical investigation: the visual inspection reveals a break in the weld/spring. The document review indicates that the instrument has exceeded the useful life estimated in the instructions. The technical investigation will therefore not be further investigated. In conclusion, the device has exceeded its useful life.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. During an intervention, the mp010 gripper handle broke.